Event description:
A tee probe with severe external damage that was disinfected with cidex opa and used without a sterile protective sheath was identified as the source of e. Coli pneumonia in eight open-heart surgery patients. The hospital also had a history of e. Coli pneumonia infections in their open-heart surgery patients at a rate of one case every one to two months for the past year. Cultures from the environment, water source, and the processed instruments were negative for e. Coli except for the tee probe. Pulse field gel electrphoresis and antibiogram on the positive e. Coli cultures revealed a single strain of e. Coli for all the patients and the damaged tee probe.

Manufacturer narrative:
There was no specific patient information for this event.